Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8187722, medical device expiration date: 2019-11-30, device manufacture date: 2018-07-06. Medical device lot #: 8187724, medical device expiration date: 2019-11-30, device manufacture date: 2018-07-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes under filled and pushed off of the non-patient needle. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes under filled and pushed off of the non-patient needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of underfill through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Bd has reviewed proper assembly of the needle and holder with the customer, as well as shared educational materials with the customer. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s).